Event description:
Reported due to inability to deploy stent. The physician attempted to deploy a xact stent in an unspecified internal carotid artery. The vessel was described as being five (5) mm in size, with "mild" calcification and "normal" tortuosity. The lesion was located at the bifurcation and fifteen (15) to twenty (20) mm in length. Reportedly, the stent was in the correct location for deployment when "one (1) mm of the stent came out before the dial would not advance any further." The physician tried to "adjust the dial clockwise and then counterclockwise but could not get the stent to advance any further." The device was removed and a second xact stent was used successfully. There was no reported patient injury as a result of this event.